Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen display and keypad anomaly. The customer's blood glucose was unknown at the time of incident. The buttons of the insulin pump were not responding. Time clock did not advance due to frozen display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2 or lcd locked properly during visual inspection. No frozen screen noted.